Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 65-year-old female patient with a past medical history of coronary artery disease (cad), ischemic cardiomyopathy, coronary artery bypass graft (CABG), and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), on an extracorporeal membrane oxygenation (ECMO), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. Ten days after impella insertion, the device was removed as a bridge to a left ventricular assist device (lvad). The post-procedure outcome is survived at explant. The impella functioned at p-6 at 4.8l/min as intended. It was later published in a journal that two days after impella insertion, the patient developed a hematoma around the surgical site, which was treated conservatively. Four days after transplant, the patient developed a large right middle cerebral artery stroke, followed two days later by a second stroke in the right caudate, lentiform, nucleus, and corona radiata, resulting in subfalcine herniation one month later. Post-operative CT angiogram showed thrombi in the innominate and right subclavian arteries. 34 days after transplantation, a large mural thrombi was found in the ascending aorta. Care was withdrawn and the patient passed away 59 days post-transplant. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name), and d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.